Event description:
It was reported that the bd hypoint¿ had sterility issue. The following information was provided by the initial reporter: "I work at biogen and am working on a complaint that we received regarding a bd needle used with the avonex pen. The complaint issue was regarding the sterility of the needle, which caused a serious adverse event. I have put the exact complaint description below. I am looking to have the needle lot investigated, or the documentation reviewed to ensure that it was manufactured and sterilized according to specifications, with results provided in a report. The bd needle lot is 1105352. Is this something that you can help with?

Manufacturer narrative:
E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. H.6. Investigation summary: unconfirmed: no evidence provided.